Event description:
A malfunction on the pump was reported by the caller, potentially caused by the pump getting too warm against the customer's skin. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues occur, which the caller acknowledged and understood.